Event description:
The device was being utilized for an endovascular aaa repair on a patient. The valve on the sheath leaked continually through the procedure, over 120 mls of blood loss. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.